Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with unknown values for hyperglycemia. The patient was found in a confused state and drowsy, as well. For treatment the patient was put on a insulin drip and intravenous (IV) fluids for dehydration. The patient was still in the hospital. No further details to report.